Event description:
Starting 2 weeks ago, a pt was experiencing a "pulsating" vs a "twitching" sensation in regards to a change of stimulation. It was further reported that the pt could feel "the wire", just like she did when her lead had fractured due to a previous fall. It was noted that there was no known accident or incident related to this event (i.e. No fall/trauma, or change in activity). The pt's outcome was not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).